Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report an inaccurate cgm reading on (B)(6) 2013. The patient claimed that the cgm was 100 points from blood glucose meter, however, no sample readings were provided. The patient reported no use of acetaminophen at the time. At the time of the call to dexcom technical support, the patient did not report any medical intervention or injuries.